Manufacturer narrative:
Stimwave quality has investigated the details surrounding a complaint resulting from a potential infection reported to stimwave on (B)(6) 2019, by stimwave territory manager. The patient had a permanent procedure performed on (B)(6) 2018, in which two freedom-8a stimulators (fr8a-rcv-a0 and fr8a-spr-b0) were implanted in the epidural space at the t8 to t9 level to treat peripheral neuropathy, a consequence of her cancer treatments. There were no complications during the implant procedure and the patient was receiving pain relief. Antibiotics were prescribed (name, dose and duration unknown) after the implant procedure, but patient compliance is unknown. At a follow-up appointment on (B)(6) 2018, the implanting clinician observed that the lower receiver pocket site was not healing properly, but the implanting clinician did not observe any signs of infection. The clinician cleaned the wound site and dressed the site with fresh dressings. At this appoint, the patient reported effective pain relief with the device, and did not report any other issues, however, the clinician asked that the patient follow up in one week for evaluation of the wound site. At the second follow up appointment, the clinician noted that the wound site had healed. The patient continued to report that they were receiving good pain relief from the device. On (B)(6) 2019, the territory manager was made aware that the patient met with her clinician on (B)(6) 2019, and reported that the lower receiver pocket site was reddened and painful. The clinician informed the territory manager that he had referred the patient to a surgeon for revision on (B)(6) 2019. On january 28, 2019, the clinician informed the territory manager that severe weather caused the surgery center to cancel all cases for (B)(6) 2019, and the patient's procedure was rescheduled for (B)(6) 2019. The clinician informed the territory manager that he had prescribed antibiotics (name, dose and duration unknown) for the patient on (B)(6) 2019. Immediately following notification by the territory manager on (B)(6) 2019, stimwave quality and management reviewed the implanting clinician's procedure compared to instructions for use (IFU). The territory manager confirmed that the procedure was performed in a sterile environment, sterile field handling protocols were used, and the sterile barriers of all product used were intact prior to implant. The territory manager reported that the implanting clinician used surgical staples rather than sutures to close the surrounding tissue, and sutures to close the incision site. No complications arose during the implant procedure. It is unknown if the patient complied with infection prevention practices following the implant procedure. The territory manager informed stimwave that the patient reported in the past, she had reoccurring issues with infections at her cancer treatment port sites, and experienced skin reactions to adhesives and bandages. It is possible that the patient's medical history left her susceptible to infections. Additionally, based on the information from the territory manager, the clinician's technique for closing the surrounding tissue and the incision site for the receiver pocket may have contributed to tissue healing complications. To rule out any potential issues with product sterility, stimwave reviewed sterilization records on product from inventory, which confirmed the products from the same lots are sterile out of the package. The raw data from sterilization cycle matched the cycle specification. Stimwave quality, engineering, and manufacturing verified that the correct cycle specification was used for the stimulator lot. The source of the issue was not traced back to compromised product sterility or operating room conditions. Surgical site infection is a known complication of surgery. The source of the issue is likely attributed to the patient's medical history and comorbidities that made the patient more susceptible to post-operative infections. Additionally, it is possible that the implanting clinician did not properly close the incision site for the receiver pocket, which may have contributed to tissue healing complications that the patient experienced. Stimwave confirmed that the facility and implanting clinician followed infection prevention protocols to minimize the potential for infection with this patient. The device did not fail to meet performance or safety specifications. It is unlikely that the device as caused the unconfirmed infection because the issue onset occurred eighty-eight (88) days after implantation. Stimwave will continue to track and trend events. The root cause of the complaint is not attributed to device failure, the inability of the device to meet performance or safety specifications, nor nonconformance to physical or functional device specifications. The root cause is likely attributed to the patient's medical history and comorbidities that made the patient more susceptible to post-operative infections. Additionally, it is possible that the implanting clinician did not properly close the incision site for the receiver pocket, which may have contributed to tissue healing complications that the patient experienced. The stimwave product was not the source of the issue. Corrective action is not required to remedy the root cause of the complaint. The device did not fail to meet performance or safety specifications. Stimwave has confirmed that the product was delivered sterile, and the sterile barriers were not compromised. Infection is a known adverse event for spinal cord stimulation and the freedom scs system, and is detailed in stimwave's risk management file as well as applicable instruction for use and patient-facing labeling and mitigated as far as possible. Stimwave was in constant contact with the territory manager starting (B)(6) 2019, regarding the complaint and the root cause investigation. The device did not fail to meet performance or safety specifications. Stimwave has confirmed that the product was delivered sterile, and the sterile barriers were not compromised. The issue is a known risk and is mitigated as far as possible. Stimwave has informed all parties that the product was not the source of the issue. In compliance with medical device reporting requirements and responsibilities, stimwave quality and its chief medical officer have determined that this issue is considered reportable as infection can lead to an injury, and medical or surgical intervention was required to preclude permanent impairment or damage. Stimwave has reported this as an adverse event to the united states food and drug administration (FDA) january 31, 2019.

Event description:
On (B)(6) 2019, the territory manager was made aware that the patient met with her clinician on (B)(6) 2019, and reported that the lower receiver pocket site was reddened and painful. The clinician informed the territory manager that he had referred the patient to a surgeon for revision on (B)(6) 2019. On january 28, 2019, the clinician informed the territory manager that severe weather caused the surgery center to cancel all cases for (B)(6) 2019, and the patient's procedure was rescheduled for (B)(6) 2019. The clinician informed the territory manager that he had prescribed antibiotics (name, dose and duration unknown) for the patient on (B)(6) 2019.